Event description:
It was reported that the volume tested low at 18.5,18.7, and 18.5. The event occurred testing, no patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was used, not in its original packaging, and decontaminated; no physical damage was detected. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined, but the most probable root cause was noted as customer induced/user error and equipment/tests. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) . Located in sections g.1., please direct those to the following: regulatory.(B)(6) .